Event description:
A medtronic representative reported that, during a spine procedure, a universal drill guide drill bit did broke while in patient and it was retrieved. The surgeon used a different instrument, an awl, to complete the procedure with the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Additional device info: device lot number, or serial number, not available at time of this report, as the part was discarded at the site. Device manufacturing date is dependent on lot number and unavailable. Suspect device will not been returned to manufacturer for evaluation, the site discarded the drill bit at the time of the event. Part discarded at site.